Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging her daughter¿s onetouch ping meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The reporter alleged the meter first started powering off during use on ¿(B)(6) 2015, at 11:30am¿. The patient manages her diabetes with insulin pump therapy. The reporter denied the patient made any changes to her usual diabetes management as a result of the problem she experienced. The reporter claimed, ¿two and a half hours¿ after the issue with the meter began, the patient experienced ¿high blood sugar¿. No physical symptoms were specified and the reported denied that the patient received any treatment. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, there had been no trauma or misuse of the product and, based on the information provided, the meter¿s battery did not need to be replaced. The cca educated the reporter on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop physical symptoms suggestive of severe hyperglycemia, nor did she receive treatment or medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/09/2015).the patient¿s meter has been returned on 3/13/2015 and evaluated by lifescan product analysis on 3/24/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.